Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range impedance measurements and noise on the associated lead. It was noted that the lead impedance values were normal through the pacing system analyzer (psa) but intermittently out-of-range when connected to this ICD. The lead was not implanted and was successfully replaced. The device remains in service. No adverse patient effects were reported.